Event description:
"Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-01644 and MFR report # 3005099803-2012-01645). It was reported to boston scientific corporation that a radial jaw 4 hot biopsy forceps was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure the forceps ''would not fire.'' The device was removed from service. A second radial jaw 4 hot biopsy forceps was used, however, the forceps "would not fire." And the device was removed from service the procedure was completed with third radial jaw 4 hot biopsy forceps. Reportedly, the cable and the console were tested with another item and they worked fine. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ''fine.''

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-01644 and MFR report # 3005099803-2012-01645). It was reported to boston scientific corporation that a radial jaw 4 hot biopsy forceps was used during a colonoscopy procedure performed on (B)(4), 2012. According to the complainant, during the procedure the forceps "would not fire." The device was removed from service. A second radial jaw 4 hot biopsy forceps was used, however, the forceps "would not fire." And the device was removed from service the procedure was completed with third radial jaw 4 hot biopsy forceps. Reportedly, the cable and the console were tested with another item and they worked fine. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine

Manufacturer narrative:
A visual examination found the return unit to be within specification. No abnormalities were noted with the device riveting or welding. Functionally, the unit was able to be opened and closed without issue. Additionally, a resistance test was performed and the unit met specification. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.